Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient called the clinic since they had been having low voltage alarms just on battery. The patient switched the battery clips, cleaned the connection, and changed batteries, but still the alarms continued. The patient thought the issue was coming from the white cable of the system controller, as when they manipulated that cable the alarms would stop. On (B)(6) 2024 at 1 pm, the patient was brought into the office and had a system controller exchange. That afternoon, the patient called and stated that the alarms were continuing. Log file captured some odd power cable disconnects on the white power cable, while the patient was connected to batteries. The patient had alarms happening on all of their clips (both sets). The modular cable was exchanged and that resolved the alarms. In additional log files, 103 pulsatility index (pi) events were captured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 5 days (22jun2024 ¿ 24jun2024 and 26jun2024 ¿ 27jun2024 per time stamp). On 23jun2024 from 20:08:10 ¿ 20:21:19 and 24jun2024 from 03:58:06 ¿ 08:40:54 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid relative state of charge (rsoc) fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. There were other instances of invalid rsoc faults without an associated alarm active. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the alarms resolved after the controller, clips, and modular cable were exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.